Manufacturer narrative:
E1; reporter institution phone number:(B)(6). E1: reporter phone number:(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the spo2 could not be monitored, which could lead to harm; however, there was no report of actual harm associated with this complaint.

Manufacturer narrative:
Analysis was performed by a 3rd party service, where it stated they the spo2 probe was having issues and stated the spo2 sensor probes were broken. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was faulty spo2 sensor probes. The issue was resolved by the replacing the spo2 probe. A review of the service history for this device confirms the problem has not been reported again for this device.